Event description:
It was reported that the cannon chronic dialysis catheter was inserted into the male pt in the operating theatre by the surgeon (B)(6) 2011. On closing, bleeding was observed but the surgeon was unsure whether it came from the insertion site or the line. The first treatment went without incidence, but during the second treatment, bleeding was again observed and the pattern was repeated throughout the next few weeks. On (B)(6), the pt received treatment in the dialysis unit and bleeding was observed. On (B)(6), he received treatment and it was fine. On friday (B)(6), the line drew air and they had to discard the pt's blood that was circulating in the dialysis machine. The pt was admitted to hosp for an echo (echocardiogram) to determine whether he had an air embolism and treatment for infection which the surgeon ascribed because of the line compromise. They decided to replace the hub and extension lines with a repair kit and administered antibiotic treatment as the pt developed a temp, before making a decision to replace the line. The dialysis unit used the new duralock on the first two occasions when pt received dialysis treatment to institute a lock, but it was discovered that the pt was allergic to the duralock and they have subsequently been using heparin. The pt is alive however, additional pt info is unavailable at this time. The insertion site was the left subclavian vein.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.